Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device battery does not charge. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
This is a duplicate of report # 1218950-2018-05701.